Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with a skin infection on (B)(6) 2026. The patient reported that upon pod removal, moisture on the skin was noted. The patient reported swimming 5 days a week, without covering pod. The patient¿s blood glucose (bg) reached greater than 300 mg/dl while wearing the pod for greater than 48 hours. Symptoms reported include redness, tender and pain at the pod site (abdomen). The patient was diagnosed with an infection and prescribed antibiotics. The patient was released the same day.